Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation and had lost 20 pounds. It was determined the ipg had migrated and could no longer communicate with multiple external devices. Troubleshooting was attempted but could not provide resolution. As a result, the patient may undergo surgical intervention.